Event description:
It was reported that when using the bd pyxis medstation system, multiple cubies failed to recover in drawer 3.1 and required maintenance, which hindered users from accessing medication for a patient. The customer reported that there was a slight delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple cubies in drawer 3.1 had failed and did not recover. A technical support specialist communicated with the customer, who indicated that they had successfully restored the storage space and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshooted the device.